Manufacturer narrative:
Batch review performed on 19 december 2018: lot 182615: (B)(4) items manufactured and released on 31-jul-2018. Expiration date: 2023-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: cocr ball head 12/14 ø 36 size m 0 reference 01.25.031 (k080885). Lot 182513: (B)(4) items manufactured and released on 08-jul-2018. Expiration date: 2023-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
One hour after the primary, the head dislocated from the liner. The reason for the dislocation is unknown. The surgeon determined the patient was stable after the primary surgery. The surgeon revised the head and liner successfully.